Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 8th september 2010. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification alongside random manual power ons up to the (B)(6) 2017. The device records 5 manual power ons with one of ten-minute duration between the (B)(6) 2017 and the (B)(6) 2017. The device successfully completed all weekly auto self-tests up until the last log entry prior to receipt at heartsine on the (B)(6) 2017. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the report fault attributed to membrane failure. There was one ten-minute manual power up recorded in the history log along with 4 manual power ups mainly of under 1-minute duration between the (B)(6) 2017. These manual power ups may indicate that the device was switching on automatically and the user was intervening by turning the device off via the on/off button. Therefore, there was only one ten-minute time-out recorded. The fault was witnessed during the course of the investigation. The fault could not be replicated with a known good membrane installed. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.